Event description:
It was reported that the patient has been experiencing an increase in seizures over the past few days since generator replacement surgery. It was reported that the patient experienced continuous grand mal seizures causing the patient to be hospitalized for several days. It was reported that the physician does not know what's causing the increase in seizures. Diagnostics at time of generator replacement were reported to be within normal limits. Attempts to obtain additional information have been unsuccessful to date.

Event description:
Additional information was received that the patient had gone to the emergency room due to shortness of breath and chest discomfort not related to vns and then began having an increase in seizures. CT and lab tests were normal. The patient had more seizures on (B)(6) 2013 and the suspects the patient was in and out of status epilepticus. The patient was then admitted to the hospital and found to have a significant hyponatremic state from the seizures. The patient is back on medications after the hospitalization and is doing better. The physician believes that the cause of the seizures was from not taking adequate seizure medication and they did not suspect a vns was the cause. There were no programming/medication changes that preceded either increased seizures before or after surgery. No additional information was provided.